Event description:
Received information that multiple occlusion alarms occurred. Reportedly, after receiving the alarms, customer initiates the remainder of the bolus. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.